Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -11.50 diopter, in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2019 due to elevated intraocular pressure (iop). The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial, dry with clear surgical residue on lens. Visual inspection found no visible damage to lens and residue on lens.(B)(4).